Manufacturer narrative:
The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Event date: approximated based on event description, as incontinence started two years prior surgery.

Event description:
It was reported that the with this artificial urinary sphincter (aus) experienced urinary incontinence, which led to a surgical intervention. All components of the existing aus were explanted and replaced with a new aus.